Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that an unspecified amount of em2400 valve sets had leaked during an unspecified process step. Patient involvement and medical injury was unknown. No additional information is available.